Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Three (3) pictures were received for evaluation and it was observed that the extension is cut. Two (2) samples were received for evaluation. One (1) sample was received in unused conditions and one (1) sample was received in used conditions. The sample was visually inspected at a distance of 12? Under normal conditions of illumination and the tube is observed to be cut off. No root cause has to be determined since it?s unlikely that the product become damaged during the manufacturing process. No corrective actions are required since it?s unlikely that the product become damaged during the manufacturing process.

Event description:
It was reported that at the junction of the device the connection was completely broken upon removal from the packet. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-07953 is no longer considered reportable, please disregard any MDR reports associated with it.